Event description:
It was reported to boston scientific corporation that an alair bt catheter used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient has a history of mild excess dynamic airway collapse (edac) and is effected by chronic well-controlled lymphatic leukemia. The patient underwent her third bronchial thermoplasty procedure to the right and left upper lobes on (B)(6) 2013. During the treatment, the patient was under non-invasive ventilation (niv). The procedure was completed successfully with no issues noted. On (B)(6) 2013, the patient experienced an exacerbation of her asthma. The patient was admitted into the respiratory ICU and was treated with standard therapy for asthma. The patient was discharged from the hospital on (B)(6) 2013 and was stable with no further complications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). The complainant indicated that the device was disposed / was will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.